Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that a patient experienced a broken sensor wire. The sensor was inserted at the arm on (B)(6) 2017. Patient's father reported that upon removal of the sensor pod, he did not see the sensor wire. On (B)(6) 2017, patient was taken for an appointment at hospital. An x-ray was taken that did not show anything. Patient was not complaining of any pain. Patient's father reports decision was made not to pursue this. At time of contact, patient is fine. No additional event or patient information is available no product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.